Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent occlusion, chest pain and electrocardiogram (EKG) changes occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was implanted in the lesion. However, the patient was brought back to the catheterization laboratory due to chest pain and electrocardiogram changes. It was noticed that the stent had closed off. The physician believed that the stent may have closed due to the gelling of the diagonal and the clot propagated backwards. The physician ballooned the occluded stent with a 2.0 balloon catheter and event was resolved. The procedure was then completed. No further patient complications were reported.